Event description:
It was reported that during an unknown procedure, the device staples and cut, but would not release. The surgeon was able to get the stapler off the tissue without the stapler releasing. It is unknown how the case was completed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any damage to the tissue? No, there was no damage to the tissue. How was the device removed from the tissue (cut out, pulled off)? The device was pulled off. How was the case completed? Since the device was able to be removed, the case was completed normally.